Event description:
Caller reported that a malfunction occurred on the pump while it was charging. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reappeared. The customer acknowledged and understood the instructions.